Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed ventricular oversensing noted on the implantable cardioverter defibrillator (ICD) due to a large injury pattern. The device was monitored and the injury and oversensing went away. No changes or interventions were performed. The patient condition was not known.